Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use, the staff noted that a system error 1 occurred. The pump was restarted, and pumping resumed. Three hours later, the same issue occurred, and the pump was restarted again, and the alarm didn't reproduce at that time. Patient outcome reported as good. There was no report of patient complication or serious injury and death.

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use, the staff noted that a system error 1 occurred. The pump was restarted, and pumping resumed. Three hours later, the same issue occurred, and the pump was restarted again, and the alarm didn't reproduce at that time. Patient outcome reported as good. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4) teleflex did not receive the device for investigation. The reported complaint of alarm, system error 1 is not able to be confirmed. A service technician inspected the pump and could not reproduce the reported issues. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.